Event description:
According to the report, the field service engineer "arrived at the site to perform normal semi-annual maintenance. After system evaluation, I determined that the laser head efficiency was extremely low. Attempted to increase by alignment and calibration but was unsuccessful. Replaced laser rod, cleaned cavity and reinstalled. Complete system alignment and calibration performed. System operating to factory specification on departure. No complaint was lodged nor alluded to by hospital personnel."

Manufacturer narrative:
According to the report, the field service engineer "arrived at the site to perform normal semi-annual maintenance. After system evaluation, I determined that the laser head efficiency was extremely low. Attempted to increase by alignment and calibration but was unsuccessful. Replaced laser rod, cleaned cavity and reinstalled. Complete system alignment and calibration performed. System operating to factory specification on departure. No complaint was lodged nor alluded to by hospital personnel." A review of manufacturing records for solargen laser console veg01 was performed. According to the device history record (DHR) for solargen console veg01, all manufacturing procedures and final testing performed at (B)(4) are documented as being completed and verified by (B)(4) quality control department prior to its release. The system is documented as being able to proceed through the start-up sequence successfully and efficiency testing and calibration was completed. All test results recorded from the calibration tests are within specification showing the laser console was functioning properly. A review was performed of the available information. A review of the service records for the console indicated that the laser rod had not been replaced in the past. The account has an active service agreement for the console with cryolife that started on (B)(6) 2013. The flash lamp and hr optic were replaced on 06/24/2013 to increase the efficiency of the optical laser assembly. During the preventive maintenance on 03/18/2015, the console was noted to have 19 lamp hours of use and 98,926 lamp pulses. The maximum voltage of 1450v was exceeded during calibration and the laser rod was replaced. The next preventive maintenance is due on 09/17/2015. A root cause could not be determined for this complaint. Console veg01 is documented as passing all quality testing and inspections prior to its release from (B)(4).

Event description:
According to the report, the field service engineer "arrived at the site to perform normal semi-annual maintenance. After system evaluation, I determined that the laser head efficiency was extremely low. Attempted to increase by alignment and calibration but was unsuccessful. Replaced laser rod, cleaned cavity and reinstalled. Complete system alignment and calibration performed. System operating to factory specification on departure. No complaint was lodged nor alluded to by hospital personnel."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.